Event description:
The initial attorney report alleged pain, explanted defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2001 - repair of multiple incisional hernias with composix kugel mesh. On (B)(6) 2006 - exploratory laparotomy, excision of composix kugel mesh and repair of multiple incision hernias with composix kugel mesh. Reportedly, the old sutures were removed, and the space between the anterior and posterior mesh was entered. "This allowed removal of the mesh which had no bowel involvement."

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. Based on the info available at this time, no definitive conclusions can be made. This is a pt with a history of multiple abdominal surgeries who developed multiple incisional hernias. Almost five years post implant the pt developed a recurrence and the composix kugel mesh was excised. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. A review of the medical records found no indication that this recurrence was a device related issue. Additionally, no sample was returned for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. The composix kugel mesh implanted on (B)(6) 2006, was reported to the FDA in accordance with (B)(4).